Manufacturer narrative:
A ge service rep performed an on site investigation. An iris calibration was completed. During this investigation, image shifting was observed. Possible causes of this issue are the ip (image processor) and camera. Discussed the options with the customer and they elected not to repair the system and have taken it out of service.

Event description:
It was reported that the 9600emi system displayed a bad iris pot error and split images on the live monitor. There was no report of pt injury.